Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was unable to review the product's lot history since the lot numbers were unavailable from your office.

Event description:
Lab tech reported that three abutments broke in function. Pt is reportedly fine.